Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a review of the pump black box data showed continual rebooting following multiple call service (054) alarms. The battery compartment was observed to be cracked. The pump¿s casing was punctured at the u-groove. The pump failed a leak test due to this. The pump was exercised for 24 hours with no power loss. The pump case was removed and evidence of moisture was found on the printed circuit board, support bracket, and inside the cover. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.